Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent pump shutdowns occurred. The customer's blood glucose level was 429 mg/dl. Multiple attempts were made to follow up with the customer; however, no response was received.